Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
Replacement ups was sent to the customer. Followed-up with the customer and they stated that replacing the ups resolved their issue. See scanned pages.